Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a clipping for hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy while on the tissues. The clip was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not deploy while on the tissues.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during a clipping for hemostasis procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy while on the tissues. The clip was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on april 05, 2023. It was clarified via phone call that the clip did not lock, and that was the issue in this case.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem). Block h11: correction: medical device problem code has been updated to a150201 to capture that this event will no longer be reportable.